Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported the patient developed a ventricular tachycardia storm and received six shocks for ventricular fibrillation. It was determined a lead integrity alert triggered due to non-sustained ventricular tachycardia and the sensing integrity counter was noted. The lead remains in use and no patient complications have been reported as a result of this event.